Event description:
It was reported that during device change out the physician noted that the lead had insulation damage. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.